Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for (B)(6) were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from (B)(6) met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the test, so this is an out of box issue. When the customer performed the test correctly, the test cassette showed nothing next to the t-line ,and nothing next to the c-line. The customer was able to send us a picture of the test cassette. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the test, so this is an out of box issue. When the customer performed the test correctly, the test cassette showed nothing next to the t-line, and nothing next to the c-line. The customer was able to send us a picture of the test cassette. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.